Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was high at the time of incident. The customer stated that they were unable to push insulin through the reservoir during plunger push. The customer was advised to assemble a new reservoir with current infusion set. The customer performed plunger push and the insulin pump did not alarm no delivery. The customer was advised that changing the reservoir resolved the issue. The reservoir will not be returned for analysis.